Manufacturer narrative:
The product was returned for an evaluation. The product identity was confirmed in the evaluation. The non-conformance database was reviewed in the evaluation and no non-conformances were found. The instrument was visually evaluated and shows signs of extended use. The complaint is confirmed as the handle was found to be fractured at the threaded portion. The tip of the handle was found to be stuck in the cam. The cam and anvil portion of the instrument were found to function as intended. The most-likely cause for the complaint was determined to be excessive force. According to the evaluation, there are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the bender was broken during the surgery while the surgeon was bending the pectus bar. The surgery was completed as a second bender was available. There was no surgical delay or patient injury.